Event description:
Problem: complete unanticipated pacemaker generator failure during programming. Pt seen for routine pacemaker check. Programming device would not communicate with generator (green lights on wand intermittent). Programmer indicated "power on reset". All data lost. Serial number registered as "0000000" and pacemaker reverted to emergency parameter of 65 vvi. That pacing also lost. Fortunately, pt had intrinsic ventricular escape rate of 55 bpm. Called medtronic. Engineer there confirmed "pacemaker totally out of specs." Generator explanted on emergency basis (returned to medtronic). New kappa model implanted. Leads, which are epicardial, tested alright.